Manufacturer narrative:
Device passed rewind and self test. Device failed prime/seating, therefore unable to perform displacement test, basic occlusion, force sensor test or occlusion test. No pump error anomalies noted during testing, however device received with corroded motor home switch and corroded electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had error in the motor detected by reading value from hall sensor. Customer¿s blood glucose level was 13 mmol/l. Customer reported they were able to clear the alarm. Customer reported that they were able to rewind the insulin pump. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.